Event description:
A complaint was reported by a distributor in denmark regarding an insulin pump that displayed a different fill estimate than expected. The caller, who is a regular user and has been facing this issue for the past month, reported that the displayed fill estimate was not changing despite insulin being delivered, and the amount would suddenly drop. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the potential cause related to pressure variance and instructed on putting the pump into storage mode. Due to safety concerns, the caller refused to use the pump, and a replacement was provided. The problematic pump is to be returned to tandem using a pre-paid label.